Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a leakage from the housing unit and observed the membrane pulling away. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequences to the patient as a result of this event.